Manufacturer narrative:
The field service engineer cleaned the water filter and replaced the pinch tubing. Probes were replaced due to observed wear. A probe was cleaned and adjusted. No further issues were reported after the service actions. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys vitamin d total iii, a second patient sample tested with elecsys t4, and a third patient sample tested with elecsys estradiol iii on a cobas e 411 analyzer (rack system). The first sample initially resulted in a vitamin d value of > 120.0 ng/ml with a data flag and it repeated as 17.09 ng/ml. The second sample initially resulted in a t4 value of > 24.86 ug/dl with a data flag and it repeated as 8.35 ug/dl. The third sample initially resulted in an estradiol value of 3000.000 pg/ml and it repeated as 26.500 pg/ml. The lower test results were deemed correct by the customer.

Manufacturer narrative:
The vitamin d reagent lot number was 767210, the t4 reagent lot number was 711663, and the estradiol reagent lot number was 713404. The reagent expiration dates were requested, but not provided. The investigation is ongoing.